Event description:
It has been reported to philips the device shuts off.

Manufacturer narrative:
06dec2024 dpacewska: updated patient use to "device outside of use".

Event description:
It has been reported to philips the device shuts off. Malfunction occurred outside of clinical use.

Event description:
It has been reported to philips the device shuts off during use.